Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error on the insulin pump screen after the pump was dropped while bathing. Troubleshooting was performed and found that the customer received an open book image alarm and there was damage to the battery compartment. It was reported that the insulin pump performed safety checks and the error was found and the issue was not resolved. The customer received a safety notification for the battery cap damage, but there was no damage to the battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm was noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on 4/6/2024 (incorrect year on pump date/time stamp) there was a pump error 63 (file number = 2005, line number = 9926, variableinfo = 15) alarm and then a pump error 4 (linenumber 2727 filenumber 32122) alarm (18:45). Additionally there was also three (3) pump error 53 (linenumber 5632 filenumber 2005) alarms (18:47 and 2x 18:50) due to software errors. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, and inside of the battery tube. Pump error 63 is a rf chip error and pump error 4 is a consequence of pump error 63 due to moisture damage on the electronics. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked reservoir tube lip, cracked retainer, cracked battery compartment at the corner of the belt clip rails, and broken battery tube threads. Critical pump error (open book) alarm is not confirmed. Pump error 63 and pump error 4 alarms are confirmed due to moisture damage. Pump error 53 alarms are confirmed due to software errors. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. The alarms are recorded with an incorrect pump date/time stamp, the year 2024 instead of 2023. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.